Manufacturer narrative:
E1: customer facility- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a screen becomes blurred and distorted. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickering and stripes and light guide bundle at the back end was folded and damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor universal cord caused occasional flickering and stripes in the image, the light guide bundle at the back end was folded and damaged. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.